Manufacturer narrative:
One used device was received for evaluation on (B)(6) 2026 along with one smoflipid freeflex fresenius kabi 100 ml intravenous bag and three used primary plum sets. As received, no damage or anomalies noted. The inline filter was leak tested per specifications on four samples. No leakage was observed on one sample. Leakage was observed on three samples. The reported complaint of leakage can be confirmed on three samples. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The complaint cannot be replicated or confirmed on one sample. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
An event occurred on an unspecified date involved an unspecified ICU medical filter reported that they have problems with leaking lipid filters. There was patient involvement and no reported patient harm/injury.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: di is not provided as both list number and lot number is unknown. G4 - PMA/510(k) # - as the product information is unknown, the 510k # is unknown; should additional information be made available, a supplemental report will be provided.